Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bld180m 15d ss had air bubbles. The following information was provided by the initial reporter: material #: 2477-0007 batch/ lot #: 20065635. It was reported that there were air bubbles in the tubing.

Event description:
It was reported that as lvp bld180m 15d ss had air bubbles. The following information was provided by the initial reporter: material #: 2477-0007; batch/ lot #: 20065635. It was reported that there were air bubbles in the tubing.

Manufacturer narrative:
H6: investigation summary: three photos and one tubing set were returned by the customer. It was reported that there were air bubbles in the tubing. The returned photos were examined. After observation of the photos, it was determined that air bubbles can be seen in the tubing, therefore, the complaint can be verified. However, the received tubing still had blood trapped inside of it. There were multiple attempts to flush the blood out of the tubing, but each attempt was unsuccessful. The set was closely examined for tears/holes where the air bubbles were observed in the photos. However, no defects were observed. The failure was unable to be replicated due to blood being trapped in the infusion set, therefore a complete investigation of the product cannot be conducted due to the inability to prime and test the returned sample. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2477-0007 lot number 20065635 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.